Event description:
This patient underwent posterior repair for cystocele with a permanent transvaginal mesh. She subsequently developed neuropathic chronic pelvic pain, dyspareunia, other gu/gi symptoms requiring chronic pain medication and other physical treatments.